Manufacturer narrative:
Unit received with a64 due to faulty y1/rfb. No cosmetic damage noted. (B)(4).

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that the insulin pump's numbers were counting down. Blood glucose level was 190 mg/dl at the time of the call. No further information was provided.